Event description:
(B)(4): it was reported that the button from a sterilizable handle cover for a surgical light handle allegedly fell into the wound of a pt during a surgical procedure. There was a reported 15 minute delay as the wound was washed and the light handle cover was replaced with another one. The doctor also reportedly gave the pt extra ancef at the end of the procedure to help with any potential infection from this incident. No serious injury or other adverse consequences was reported.

Manufacturer narrative:
The catalog number provided is for the sterilizable handle cover which is the component identified as allegedly malfunctioning. Evaluation summary: a stryker field service representative visited the customer facility and confirmed that the surgical light handle cover was broken, and the button had come loose and reportedly fell into a pt's wound during a surgical procedure. He observed that the handle cover was visibly cracked. He also noticed other sterilizable handle covers with cracks in them at the facility. The handle covers are intended to be sterilized before use during a surgical procedure. In the "cleaning and sterilization of the reusable handles" section of the operations manual, it instructs the user to "inspect handles before and after use. Discard the handle if it is damaged." It is likely that the operating room staff utilized a handle cover that was cracked and when the doctor grasped the surgical light handle to adjust the position of the light head, the cracked light handle cover deformed resulting in the release button coming loose and falling onto the pt. The surgeon retrieved the button and placed it outside of the sterile field. Another light handle cover was used and the wound was reportedly washed. This reportedly resulted in an approximate 15 minute delay of the procedure. There was no other adverse consequence reported. New sterilizable handle covers were sent to the customer to replace the ones that were reportedly cracked.